Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information to the caller on how to reset the pump, and the caller successfully reset the device without any recurrence of the malfunction code. The customer was instructed to continue using the pump and to contact support if the issue recurred, which the caller acknowledged and understood.